Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded / loose drive support disk. The insulin pump had a missing end cap sticker and address label.

Event description:
The customer called to report an alarm during normal use. The customer attempted a manual prime, and the insulin pump alarmed again. Advised the customer that the insulin pump would be replaced. Nothing further was reported.